Manufacturer narrative:
(B)(4): this customer reported that they were unable to acquire a 12-lead on a pt. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to acquire a 12-lead on a pt. There was no negative pt impact.